Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product serial number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the catheter was difficult to irrigate, and the error message "p05 - check standby flow" was displayed. During a cardiac ablation procedure to treat atrial fibrillation in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that there was an irrigation port occlusion and insufficient irrigation flow. The flow rate was 30 ml/minute. Irrigation was not interrupted or stopped during the procedure. However, an error p05 - check standby flow appeared on the system. A pump error occurred during normal energization, and even after energization was initiated, the pump could not be synchronized. When the catheter was removed from the body and tested at high flow, no flow was observed from the tip. Power was turned on, but the pump did not start. The catheter was replaced with another of the same model. The replacement catheter functioned properly without any issues, and the procedure was completed successfully. There were no patient complications. The original device was discarded by the facility and will not be returned for analysis.